Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification /k101880. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture between mount and implant screw when placing implant at tooth site 46. Doctor immediately removed the implant and placed a new one. Patient is smoker.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvmwb11, (imp,tsv,mcol mg,4.7mm,11.5mml) for evaluation. A visual evaluation was performed, the mount was fractured at eh hex. The hex piece was returned. DHR review was completed for the subject lot number 1261211. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261211 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw and dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician does not follow recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged). Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed.